Event description:
It was reported that the PICC was cut at 51cm and placed at 48cm internally and 19.5cm externally. District nurse went to change the dressing and flushed the line. Noted leakage and sent the patient to facility for them to look at it. PICC removed and 2 fractures noted externally. One between the 0 & 1cm marking and one between the 2 & 3cm marking. Secureacath placed between the 4 & 5cm marking. Patient cannulated to receive treatment. Not yet clinically decided to insert new PICC.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of two fractures in the catheter was confirmed and the cause of the damage appeared to be associated with use. One 4fr single-lumen (s/l) powerpicc solo was returned for investigation. The catheter was trimmed at the 51cm depth mark. Evidence of use was observed on the sample. A non-vad injection cap was attached to the solo connector. Residue was observed on the catheter tubing between the distal end of the molded wing and the 3cm depth mark. Two semi-circumferential splits were observed in the catheter tubing between the 2 and 3 cm depth marks. The splits were located 3.25cm and 3.9cm from the distal end of the molded wing. A microscopic examination revealed that catheter was creased in the circumferential direction at the terminus of each split. A tactual investigation revealed that the catheter had the tendency to kink across the splits in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split observed in the returned catheter indicate that the tubing was placed in a location that was susceptible to bending. The kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. It was reported that a securacath was being used near the location of the splits. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of redr1609 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1609 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was cut at 51cm and placed at 48cm internally and 19.5cm externally. District nurse went to change the dressing and flushed the line. Noted leakage and sent the patient to facility for them to look at it. PICC removed and 2 fractures noted externally. One between the 0 & 1cm marking and one between the 2 & 3cm marking. Secureacath placed between the 4 & 5cm marking. Patient cannulated to receive treatment. Not yet clinically decided to insert new PICC